Manufacturer narrative:
Patient called back and provided additional information on (B)(6) 2025. Update to b5 - describe event or problem. Update to h6 - adverse event problem- type of investigation.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 400 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported include fatigue, frequent urination, nausea, thirst and vomiting. Patient was admitted to fürststierklinikum in bruchsal, gutleutstr. 1-14, im bruchsal 76646 and was treated by dr. Schumacher. The doctor removed the pod and treated the patient with a salt and insulin infusion. Patient was discharged from the hospital on 03-jul-2025. Patient was admitted to the intensive care unit for one night where the patient received insulin intravenously for treatment. The patient applied a new pod and was transferred to the regular department of the hospital the following day. The patient received additional intravenous therapy and blood tests were performed. Patient was back to normal after 3 days and was released. The pod was discarded.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 400 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported include fatigue, frequent urination, nausea, thirst and vomiting. Patient was admitted to (B)(6) and was treated by dr. (B)(6). The doctor removed the pod and treated the patient with a salt and insulin infusion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.